Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The functional testing could not be performed, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test, due to the blank display. No unexpected off no power alarm could be confirmed due to the blank display. Moisture damage was noted to the display and mother boards.

Event description:
It was reported the customer's insulin pump did not turn on after a new battery was inserted. The customer's blood glucose was 19 mmol/l. The customer's insulin pump needed to be replaced. The customer also stated they had gone to the hospital because they needed help with their multiple daily insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.